Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery for evaluation. A supplemental report will be filed when investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, when the crew want to deploy the autopulse on a (B)(6) year old female patient who was not breathing and currently being administered manual CPR, the autopulse platform (sn (B)(4)) displayed a "replace battery" message with the insertion of autopulse li-ion battery (sn (B)(4)). The crew decided not to use the platform and continued manual CPR until arriving at the hospital. The patient survived but later died at the hospital due to natural causes. Autopulse did not provide compressions, and did not cause or contribute to the patient's death.

Event description:
The emergency crew arrived on the scene in response for a patient (not breathing) and currently being administered manual CPR. The autopulse platform (sn (B)(4)), inserted with the autopulse li-ion battery (sn (B)(4)), was deployed and displayed a "replace battery" message. The crew decided not to use the platform on the patient. The patient continued to receive manual CPR until arriving at the hospital. It was further reported that at an unspecified time the patient was subsequently pronounced by the hospital doctor. Additional information from the customer stated that the patient's outcome is likely due to natural causes. The patient was not feeling well, the day prior to this event. Following the event, the user performed further testing at the station. The battery was tested, charging it in an autopulse multi chemistry charger and inserting it in another autopulse platform with the same "replace battery" message issue observed. The autopulse platform (sn (B)(4)) was also tested using another battery and operated as expected without any issue or error message observed. This references the report of the battery not holding charge. The report of "replace battery" message on the platform is referenced under MFR 3010617000-2018-00128.

Manufacturer narrative:
Patient identifier: (B)(6) (corrected information). The reported event was unable to be reproduced during functional testing; however, was confirmed through archive data review of the autopulse lithium ion battery sn (B)(4). The root cause is due to improper battery charging (user error). No issue was found during functional testing of the battery. The battery was received with no physical damage. The battery was inserted into a good known reference autopulse multi chemistry charger (mcc) and after completing the charging and testing cycle, the mcc illuminated the green charger led indicating that the mcc was able successfully charge the battery. The battery was also tested by inserting it in a good known reference autopulse platform using a large resuscitation test fixture. The platform performed continuous compressions for 35 minutes without any issue observed. Review of the retrieved archive data revealed that the battery was last successfully charged in the autopulse multi chemistry charger (mcc) on (B)(6) 2017. On (B)(6) 2017, the battery inserted in the mcc to charge but was removed without completing the testing and conditioning cycle. The battery sat idle and uncharged for 31 days. On (B)(6) 2018, a similar event was recorded. The battery was inserted in the mcc to charge and was prematurely removed without completing the conditioning and testing cycle. No battery error was recorded in the archive data; however, the events indicate multiple incidence of the battery being improperly charged. The battery requires successful battery charging in the mcc (the mcc will display a green charger led). Once this is completed, the battery will be fully functional. This is consistent with the results during functional testing of the battery, confirming no issue. The autopulse power system user guide states that "a test-cycle can take up to 10 hours. Never interrupt a test-cycle by removing the battery from the charger. A battery that initially fails a test-cycle will automatically undergo additional test-cycles. Up to three test-cycles may be performed until the battery is considered to have failed (red led)."